Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2009, removed due to lack of fluid and atrophy. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H3 device evaluation the ams 800 cuff and pump were visually inspected. No leak was found. There was a leak in the balloon at the sphere-adapter junction that was the result of fatigue. The pump was not functionally tested due to the balloon leak. The cuff performed within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss issues. The atrophy was unable to be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter, originally implanted in 2009, removed due to lack of fluid and atrophy. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.